Manufacturer narrative:
(B)(4)

Event description:
It was reported that numerous non-sustained episodes were observed during routine follow-up in clinic. Lead noise was suspected. Noise was reproducible with manipulations of the device in the pocket. No other lead issue was noted. Plan of action has not been decided yet. Lead will be monitored. Patient's condition was fine.